Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, refrigerator started beeping and immediately followed by burning smell. The user had maintenance man check to see that the outlets were good (they do have power) and they tried switching the power chords from another working pyxis and that did nothing. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was failed. A field service engineer determined that the power loss was caused by the auxiliary half height drawer 6.2 solenoid, which had seized. The central council board also failed in hardware test application (hta) mode. The solenoid and drawer board were replaced, after which the drawer became responsive. A final test was performed to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.